Manufacturer narrative:
Info was not provided by the initial contact. Info anticipated; but unavailable at this time.

Event description:
It was reported that, during a gastric bypass procedure, when cleaning the device, the blade broke off. It was outside of the pt. There was no pt consequence.